Event description:
Reported noted corneal burns occurred in two pts. Stated that no occlusion bell sounded. Follow-up indicated that pts are both fine, with 20/20 vision post-op. No permanent injury occurred; no intervention taken.